Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced dyspareunia ("dyspareunia"), mood swings ("hormonal changes: mood swings,") and alopecia ("hair loss"). In 2016, the patient experienced dysmenorrhoea ("dysmennorhea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), amnesia ("nuero condit/prob: memory loss") and cyst ("tumors/teratoma/cancer: cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and pelvic pain had resolved and the mood swings, amnesia, cyst, alopecia, weight increased, weight decreased, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, amnesia, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, general abnormal bleeding, migration, hormonal changes, neurological condition, tumors, hair loss, weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. New events abnormal bleeding (vaginal, menorrhagia) were added. Updated events tumors-tumors/teratoma/cancer from cyst, hormonal changes from mood swings, nuero condit/prob from memory loss. Updated outcome of events cyst, mood swings,memory loss, weight gain, weight loss from unknown to recovering / resolving. Reporter information, patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have weight increased ("weight gain / loss: specify which one: weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced dyspareunia ("dyspareunia"), mood swings ("hormonal changes: mood swings,") and alopecia ("hair loss"). In 2016, the patient experienced dysmenorrhoea ("dysmennorhea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), amnesia ("nuero condit/prob: memory loss") and cyst ("tumors/teratoma/cancer: cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and pelvic pain had resolved and the mood swings, amnesia, cyst, alopecia, weight increased, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, amnesia, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, general abnormal bleeding, migration, hormonal changes, neurological condition, tumors, hair loss, weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received event "weight loss" was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), nervous system disorder ("nuero condit/prob") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone level abnormal, nervous system disorder, neoplasm, alopecia, weight increased and weight decreased outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, neoplasm, nervous system disorder, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, general abnormal bleeding, migration, hormonal changes, neurological condition, tumors, hair loss, weight gain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, general abnormal bleeding, migration, hormonal changes, neurological condition, tumors, hair loss, weight gain, weight loss, she did not undergo confirmation test. Reporter information, date of birth, essure removal date, events outcome were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss: specify which one: weight gain"). In 2010, the patient experienced dyspareunia ("dyspareunia"), mood swings ("hormonal changes: mood swings") and alopecia ("hair loss"). In 2016, the patient experienced dysmenorrhoea ("dysmennorhea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), amnesia ("nuero condit/prob: memory loss") and cyst ("tumors/teratoma/cancer: cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, mood swings, amnesia, cyst, alopecia and weight increased was resolving. The reporter considered abdominal pain, alopecia, amnesia, cyst, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, general abnormal bleeding, migration, hormonal changes, neurological condition, tumors, hair loss, weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.